Manufacturer narrative:
The insulin pump alarmed during rewind due to severe corrosion on the motor home switch and severe corrosion on the force sensor assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to drive count time values incorrect error and no motor movement error. However, the insulin pump passed sleep current measurement, active current measurement and self-test. The insulin pump was stuck in the manufacturing mode. The insulin pump had with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump cannot complete the rewind process and the insulin flow is blocked. Customer's blood glucose was 147 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.